Event description:
Information received from the field notes that in early 1996, interrogation of the device became difficult and eventually cou ld not be interrogated at all. The pacer was pacing and sensing normally and was programmed to thee ddi mode because of atrial fibrillation.